Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the pump has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: a review of the pump showed that the pump was powered off after a "transmitter out of range warning." There was no evidence of a voltage drop prior to the warning. The black box verified that on (B)(6) 2017 there was a sudden voltage drop followed by a cs 128 replace battery alarm. During investigation, the pump electrical current draws measured within specifications. The power flex and components were inspected with no defects found. The pump was opened and no damage was observed to power circuit. Evidence of moisture corrosion was observed in the battery compartment on the positive terminal. No battery was returned with the pump. The complaint of a temperature issue was not duplicated during investigation.